Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was around 300 or 310 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that they just got a pump, they was changing their infusion set and they thinks it was not working. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.